Event description:
The customer stated that the architect analyzer gave falsely elevated ca125 results on one patient sample. Results provided: architect sn (B)(4) = 70, 68, 70 u/ml unknown lot; repeat testing on another architect in a different lab gave <35 u/ml result. It was determined that the original lot used on architect sn (B)(4) was beyond the on board stability claims. Additional testing was performed on the patient sample across three architect analyzers and generated the following results: architect sn (B)(4) = 90 u/ml unknown lot; architect sn (B)(4) = 87 u/ml with lot 16056m500 and 37 & 44 u/ml with lot 17153m500; architect sn (B)(4) retest with lot 21118m500 = 40 u/ml. All controls were within range on the different instruments when the ca125 assay was run. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Change lot number from unknown to 16056m500. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, and a review of labeling. A review of the complaint records for architect ca125 ii, list number 02k45-25, lot number 16056m500 did not identify any complaint trends relating to this issue. Accuracy testing was completed using three panels of known concentration with a retained kit of lot 16056m500 and testing showed that the lot met acceptance criteria. A review of product labeling sufficiently addresses the issue in the limitations of the procedure section. The investigation shows that there is no product deficiency and that the architect ca125 ii reagent is performing as intended. No malfunction was identified as this issue is limited to a single patient and the customer was using a kit beyond the allowed onboard stability.